Event description:
Caller reported an alarm 2 along with more than one previous occlusion event. Customer's blood glucose level was affected, registering as "high," but the specific value was unknown, with indications that the level exceeded 500 mg/dl. Customer did not seek assistance from a third party and addressed the high blood glucose by administering a correction bolus via the pump. To resolve the ongoing occlusion issues, the customer replaced the infusion set and cartridge, then resumed insulin administration. There were frequent and recurring occlusion issues affecting the customer, and they were transferred for further follow-up assistance.